Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable calcium result for one patient sample. The initial result was 5.9 mg/dl and was reported outside the laboratory. The customer then calibrated the assay, ran controls and repeated the sample on (B)(6) 2015. The repeat result was 7.1 mg/dl. The customer sent out a corrected report. The patient was not adversely affected. The reagent lot number was 61438001 with an expiration date of 08/31/2016. The customer declined a service visit.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. No evidence of any hardware or reagent related cause was found.